Manufacturer narrative:
Method: photograph and x-ray review. Result: fatigue failure of the plate. A second plate implanted beside and parallel to the broken plate did not fracture but had a screw inserted adjacent to the fracture area. Conclusion: an additional screw would have helped to avoid the fracture of the plate.

Event description:
It was reported that the occiput plate broke and revision surgery was required. No additional details have been provided at this time.